Event description:
A surgeon reported a pt experienced a thermal injury during a cataract procedure. It was noted that the handpiece did not function while in the sculpt mode. The handpiece was removed and flushed. The handpiece was re-inserted and corneal burn occurred. The surgeon was able to complete the surgery and used 2 sutures to close the incision site. Add'l info has been requested, but none has been received.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The universal warning sign of thermal injury is the appearance of visible lens particles (lens milk) which represent stagnant emulsion not being aspirated. The surgeon may also notice the lack of cutting activity or lens movement when the tip is obstructed. The surgeon must immediately abort the emulsification by decelerating the fool pedal into irrigation and aspiration mode in order to avoid a rapid temperature rise. The system is equipped with visual and audible warning signals to alert the user of an occlusion; however the surgeon must recognize the signal and manually stop the ultrasound mode. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract. Preventing corneal burns during phacoemulsification, march 2010, vol 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).